Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Without any closed sample an analysis cannot be carried out in order to make a decision. The previous complaints received of the same code-batch have been checked, and the results of the samples received does not fulfill the requirements of the OEM. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: germany. The needle detached from the thread, and the thread is still wound on the pack.